Event description:
It was reported that during a generator changeout procedure, insulation damage was observed on the right ventricular lead. The lead had tested normal prior to the procedure and it was uncertain if it had been damaged during device replacement. The lead was capped and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.